Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead: (B)(6) 2014. (B)(4).

Event description:
It was reported that during the implant procedure, there was some brief oversensing in the ventricular tip to ring sensing when the lead was hooked up to the implantable cardioverter defibrillator (ICD) device. The oversensing could not be reproduced and the lead checked out fine with the analyzer. The right ventricular (rv) lead was implant, but two days post-implant, a lead revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.